Event description:
During the primary surgery, on (B)(6) 2012, the patient sustained a proximal femoral fracture which required a plate 1-day post-op. Presently on (B)(6) 2022, the patient had a fall causing a periprosthetic fracture of the pelvis which resulted in the loosening of the cup. The surgeon revised successfully the femoral head and cup with a competitor dual mobility cup. The stem was well fixed and was left in situ.

Manufacturer narrative:
Batch review performed on 10 may 2022 lot 113773: (B)(4). Expiration date: 2016-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs specialist: revision performed 10 years after tha surgery in a male patient. A pelvis fracture occured due to a traumatic event which resulted in the loosening of the cup. From the radiographic image, the pelvis fracture is visible. Additionally, according to report, during the index surgery a intraoperative proximal femoral fracture occured hence the cerclage (visible in the radiographic image) was inserted. No reason to suspect that this event is due to a faulty device. Additional item involved in the event, batch review performed on 10 may 2022. Cup: versafitcup cc trio 01.26.45.0058 acetabular shell cc trio ø 58 (k103352) lot. 113837 lot 113837: (B)(4). Expiration date: 2016-10-31. No anomalies found related to the problem.to date, all items of the same lot have been sold without any similar reported event during the period of review.